Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter goes out of range unless the receiver is closer to her body.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.